Event description:
It was reported that about a week after implant, interrogation showed high impedance on the right ventricular coil and the superior vena cava coil of the right ventricular lead. It was decided that the lead would be revised. During the procedure, a blood clot was found that limited the connection of the lead. The blood clot was resolved and the lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.